Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, suffering, disability, and impairment. The product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of c.r. Bard, inc., (B)(4).

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, describe event or problem, model #/lot #, if follow-up, what type?, device MFR date, date received by MFR, type of reports.

Event description:
The preoperative and postoperative diagnosis was symptomatic third-degree rectocele. The procedure performed was a rectocele repair with site specific mesh.

Manufacturer narrative:
(B)(4).